Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 230 units of insulin. A cartridge change was performed resolving the issue and subsequently, a cartridge change error message was received. Reportedly, the customer did not perform the air removal process. A new cartridge was loaded and a resistance was experienced during the fill process. A supply change was performed resolving the issue. Tandem technical support advised to always perform the proper air removal technique and load sequence. Customer's blood glucose level was 130 mg/dl.